Event description:
The head slipped out of mayfield skull clamp. Add'l clinical info concerning the pt has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.